Event description:
It was reported that this pacemaker was explanted and replaced for an unknown reason. A new device was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device was explanted and replaced. Additional information from the boston scientific field representative indicates that the physician decided to preventatively replace this device as it was noted to be part of the ingenio high battery impedance advisory. There are no reports of the device exhibiting advisory behavior, or any other device malfunction. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to any clinical observations. This correction supplemental report was submitted with a change to the device code in the device codes table in report section h6 and associated changes to the describe event or problem field in report section b5.

Event description:
It was reported that this pacemaker was explanted and replaced for an unknown reason. A new device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to any clinical observations.